Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please refer to related MFR report numbers: 1221359-2022-03302 and 1221359-2022-02972.

Event description:
The customer reported false negative result using ID now covid-19 assay performed on an (B)(6) 2022 with a nasal swab. This report is for test two of two. No repeat testing was performed. Although requested, no additional patient information, including treatment and outcome, was provided. This report was received via medwatch mw5109834.